Manufacturer narrative:
Date sent: 08/27/2007. The device was returned for service. Functional test performed, functional test acc. To test procedure, electrical safety test, accessories checked. Regulatory label modified, defective electrical connector replaced, defective vco replaced, mechanical upgrade performed, unit cleaned and calibrated. Functional test performed, functional test according to test procedure, electrical safety test, accessories checked.

Event description:
It was reported that they are returning their unit for service. Description of failure: repair of unit. No further information is available. No reported pt consequence.